Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735225r, serial/lot #: unknown. A site visit was made by a clinical specialist (cs) and the computer was replaced. The cs was then able to successfully ping the pacs system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site could not connect to pacs. There was no patient involvement. A clinical specialist (cs) noted that the navigation system was moved due to the covid-19 pandemic. The cs stated that they received an error message (no route to host). The cs bypassed the bulkhead and tried two different cables, but nothing resolved the issue. It was noted that the site was going to check the ip address and pacs information. Troubleshooting by the cs under the instruction of it was unable to resolve the issue, so a new computer was shipped to the site.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system checkout. The system could connect to pacs after it was moved from another location. The computer was replaced. Fdm 10, fdr 114, fdc 4307 are applicable to the system checkout the computer was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm 10, fdr 213, and fdc 67 are applicable to the computer analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue had been resolved and a system checkout performed. The system was available and ready for use.

Manufacturer narrative:
Additional information: concomitant medical products: product ID: 9735225r updated to 9734477. Lot number is 1914328. The computer has been received by the manufacturer. However, it is under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.